Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 minutes: 84 mg/dl, 124 mg/dl, 56 mg/dl, 179 mg/dl, and 79 mg/dl. Low blood glucose symptoms were reported with these results. Customer's spouse treated her with apple and orange juice; low blood glucose symptoms improved 10 minutes later. Requested return of suspect device, and replacement was sent.